Event description:
Patient was revised to address chronic dislocation. The head was depuy product; the liner was competitor product. (Left hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.